Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing confirmed the reported issue and found that the downstream occlusion (dso) sensor was faulty. The dso sensor was replaced to address this issue.

Event description:
It was reported that the cassette sensor was defective during set up. There was no patient involvement.